Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. A test hose was used for functional testing. During functional testing the device was given testing on each temperature setting for at least 1 hour. During testing the output temperature met with specifications at all three settings. The returned device was found to perform as specified., corrected data: patient identifier corrected.

Event description:
It was reported the device was in use with patient during surgery (laparoscopic prostatectomy) with the device temperature setting of 44 degrees c. The patient showed swelling at the chest, neck and arms: the day after surgery blisters appeared (second degree burn). No intervention was determined necessary. According to reporter, "no signs of thermal injury were noted during the operation, but inspection was limited due to patient positioning, surgical drapes, and the warming blanket itself." No adverse effects reported.